Manufacturer narrative:
(B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot , manufacturing location: (B)(4), manufacturing date: 24-feb-2017, expiration date: 31-jan-2026, part number: 04.034.552s, - 11mm ti cann tibial nail - ex w/prox bend 360mm ¿ sterile, lot number: h304436 (sterile), lot quantity: (B)(4). One piece was scrapped in cell at op #110, laser etch, for an etch position failure. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process acceptance sheet 4034ipa531 rev d met all inspection acceptance criteria. Inspection sheet, inspect dimensional 4034id531 rev c met all inspection acceptance criteria. Inspection sheet, final inspection 4034fi531 rev d met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev e was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri3.00, lot number: h260652, lot quantity: (B)(6) lbs., product certification supplied by nf&m titanium dated 26-sep-2016 was reviewed and determined to be conforming. Lot summary report dated 21-dec-2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 31-oct-2019: DHR reviewed by: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of seven (7) unknown locking screws from the tibial nail due to infection wherein one (1) 5mm locking screw was noted to be broken. The surgeon decided it would be best to remove the remaining implants given the infection on (B)(6) 2019, the patient underwent removal of the nail and the remaining 5 mm locking screw. The surgeon voiced patient does not take good care of himself and injury-causing infection related to a wound he sustained while hiking. Other medical intervention required antibiotics beads were placed and antibiotic cement placed on (B)(6) 2019. Originally, the patient had implantation on (B)(6) 2017. During removal, broken fragments were easily retrieved. There was no surgical delay reported. The procedure was successfully completed. The patient's status was good. This complaint involves nine (9) devices. This report is for one (1) 11mm ti cann tibial nail-ex w/prox bend 360mm-sterile. This report is 1 of 9 for (B)(4).